Event description:
Per literature, datir et al, "radiographic evaluation of inbone total ankle arthroplasty: a retrospective analysis of 30 cases", 7 cases failed. Six cases failed due to talar subsidence. Four were managed with tc fusion, one with total ankle and hindfoot fusion and one was lost to follow-up without revision.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01968.